Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that on (B)(6) 2018 the rn started the infusion pump to infuse 5fu at 48ml/hr for 24 hours. The pump continuously alarmed for ¿air in line¿. The nurse and several other staff members checked and the tubing did not appear to have air in line nor was it kinked however the pump continued to alarm. That pump was switched out and the infusion was started as ordered with no further alarms. Soon after the same alarm started so the pump was switched to the original pump and the infusion continued without further alarms. The following day the infusion was completed after 18 hours rather than the 24 hours it was programmed to complete in. The rn and a second rn both confirmed that the infusion was programmed at the correct rate and the pharmacist confirmed it was mixed in the correct volume. There was no patient harm.